Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported on (B)(6) 2009: patient underwent a surgery in which rhbmp/acs was implanted. Per operative notes "...the posterolateral arthrodesis was then completed using an ebi bone stimulator, harvested autograft, as well as bone morphogenic protein. Patient tolerated the procedure without difficulty."

Event description:
It was reported that on (B)(6) 2007 the patient presented with chronic back pain and lumbar radiculopathy. The patient underwent surgery which consisted of a l3-5 posterior lumbar interbody fusion with instrumentation for reconstruction of the disk heights. Per the operative report ¿¿ 50 mm cages were placed. Interbody arthrodesis was completed using medtronic bone morphogenic protein as well as harvested autograft¿..after 2 80 mm rods were placed, 2 cross connectors were also placed from medtronic, which were torqued at the appropriate level. Epidural and jp were placed in the epidural space and brought through separate stab incisions. The posterolateral arthrodesis was completed using an ebi bone stimulator, medtronic bone morphogenic protein, harvested autograft as well as genex¿¿ no patient complications were noted. On 05 dec 2007 the patient presented with intractable back pain and underwent a lumbar spine CT which demonstrated ¿¿the hardware is satisfactory position and there is no evidence of hardware failure. No fractures are demonstrated. Although the epidural fat places are largely obliterated in the region of the surgery, there are no suspicious fluid collections demonstrated. There is a tiny calcific density noted just posterior to the bottom of l3 on the right side. This may represent as tiny amount of bone graft material. This could also represent a small amount of osseous debris. The clinical significance of this is uncertain.¿ on 07 dec 2007 the patient presented increasing low back; right leg pain; muscular pain all over; blood loss anemia; swelling; and impaired functional status. ¿prior to admission he was independent and now requires assist.¿ the patient underwent a right lower extremity venous doppler ultrasound for right lower extremity edema. The ultra sound showed negative for deep venous thrombosis. Vessels were normally compressible. On 08 dec 2007 the patient was discharged from hospital. On 10 dec 2007 in a telephone call follow-up by the doctor, the patient complained of incisional pain and right groin pain. On 12 dec 2007 in a telephone call to the doctor, the patient complained of swelling at the incision. The patient underwent a right lower extremity venous ultrasound which was negative. On 14 dec 2007 the patient presented with severe low back pain different than what is was prior to the surgery; deep in nature and associated with severe muscle spasms. The patient also complained of numbness in the right lower extremity below the knee; bilateral groin pain and right l3 pain. The patient was ambulating with a walker and said they said they could not sleep because of the pain. The patient also presented with mild swelling on the superior aspect of the incision. The patient was admitted to the hospital for pain control. The patient underwent a lumbar spins myelogram. On (B)(6) 2007 the patient presented increasing low back pain, leg pain, and urinary incontinence. MRI and CT scans showed posterior collection, complex in nature with various blood products breakdown consistent with an epidural hematoma. The patient underwent surgery which consisted of complex incision and drainage of epidural hematoma; redo of right l3; l4; and l5 laminectomy and medial facetectomy and foraminotomy. No patient complications were noted. Biopsy results of showed the mass to be a benign degenerated blood clot/hematoma with foreign gel type material, suture material and micro-calcium deposits. On (B)(6) 2007 the patient was evaluated for confusion and agitation. The patient presented with excruciating pain and complained they ¿were tired and could not take it anymore¿. Patient family members reported that since the surgery the patient had been confused, with garbled speech and confused looks. The patient also presented possible thrombosis and underwent a bilateral lower extremity venousdoppler which was negative. On (B)(6) 2007 the patient presented with adjustment disorder with depressed mood. On (B)(6) 2007 the patient was discharged from hospital. On (B)(6) 2008 the patient complained of incisional low back pain; excruciating and severe right l2 radiculopathy; and numbness and tingling in the l5 distribution. On (B)(6) 2008 the patient presented low back pain radiating into both extremities. On (B)(6) 2008 the patient presented low back pain and radiculopathy; decreased rom; and bilateral extremity weakness secondary to pain. On (B)(6) 2008 the patient presented with pain and underwent a CT of the lumbar spine which demonstrated no evidence of hardware failure. On (B)(6) 2008 the patient reportedly underwent a procedure to remove the bone stimulator. On (B)(6) 2008 the patient presented with low back pain and underwent a frontal, lateral and coned down lateral view x-ray which demonstrated the bone stimulator generator had been removed however the leads were still in position; unchanged post surgical changes of the lumbar fusion; and no evidence of hardware failure. A MRI demonstrated extensive scar tissue with the posterior subcutaneous tissues at the surgical bed and l2- l3 mild broad based disc bulge with mild facet hypertrophic change. On (B)(6) 2008 the patient presented in ER with low back pain; pain below the incision site; numbness and tingling below the knee; pain worse on ambulation, lifting, bending, and standing. The patient complained quality of life was significantly affected. Per the doctor¿s notes ¿the concern I have based on the lateral view of the x-ray is that there is increased osteoarthritis at l5-s1. You do not see hypertrophic calcification as you see it at l2-l3. Therefore I believe the patient may have facet pain being generated at this time¿¿ a lumbar spine xray (3 view) was taken which showed stable post operative changes of the lumbar spine. A MRI of the lumbar spine showed ¿extensive post surgical changes; epidural lipomatosis from the superior endplate of l5 to the distal end of the canal; l2-3 mild diffuse disk bulge slightly eccentric leftwardly; extensive epidural scar seen circumferential around the thecal sac at the level of l4-l4; l4-l5, encasing the bilateral forming l4 and l5 root sleeves; and l2-l3 minimal central canal narrowing. ¿ on (B)(6) 2013 the patient presented with neck and low back pain and underwent a lumbar spine CT; lumbar spine 2-3 view x-ray and cervical spine 2-3 view x-rays which demonstrated ¿no acute osseous findings. Multilevel mild degenerative disease changes as evidenced by loss of disc height and anterior osteophytic changes in the mild cervical spine. Stable post -surgical hardware in the lumbar spine without evidence of hardware malfunction or significant change from prior exam.¿ on (B)(6) 2008 the patient was admitted to the hospital complaining of acute worsening of low back pain. A MRI showed extensive postsurgical changes with an epidural scar at l3-4; scarring at l5-l5; and extensive epidural scar formation circumferentially around the thecal sac at l3-4; l4-5, encasing the bilateral foramen at l4 and l5 nerve roots. On (B)(6) 2008 the patient presented with low back pain right worse than left and underwent an intra-intra-articular facet injection at the l5-s1 level. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2008 the patient presented with low back pain and lumbar radiculopathy and underwent surgery which consisted of s1 far lateral decompression laminectomy, bilateral medial facetectomy and foraminotomy completely decompressing the thecal sac and nerve root; redo bilateral l3, l4, and l5 laminectomy, medial facetectomy, and foraminotomy; posterior lumbar interbody fusion l5-s1; posterolateral arthrodesis l3-l4, l4-l5, and l5-s1; placement of interbody spine atlas prosthetic device l5-s1; placement of 360 pedicle screws fixation l3, l4, l5, and s1; removal of sintea biotech pedicle screws l3, l4, l5; placement of autograft morselized bone harvesting with bone morphogenic and genex for posterolateral arthrodesis; and use of ebi bone stimulator. Per the operative report ¿¿ medtronic cross-brace cross connectors were placed. The posterolateral arthrodesis was completed using ebi bone stimulator, bone morphogenic protein, genex, and harvested autograph...¿ there was no evidence of epidural bleeding, it should be noted that while preforming ming the left redo l5 a small area of csf was identified and thinned out and showed no evidence of drainage. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2008 the patient presented in ER and admitted to hospital with subjective fevers, worsening low back pain, increasing right leg pain, and a significant amount of serosanguineous drainage from the incision site. On (B)(6) 2008 the patient presented with lumbar pain. A lumbar spine CT scan was taken which showed postoperative changes of posterior fusion extending from l3- through s1, no abnormal latencies identified in or around the surgical hardware to suggest failure. Multiple surgical screws projected lightly past the anterior margin of their respective vertebral bodies; the thecal sac was patent from l3-l4 through l5-s1. There was a circumferential epidural scar around the thecal sac at these levels; there was a prominent degree of subcutaneous air posterior to the thecal sac at l4-l5 as well as l5-s1. In addition, the fascia planes were somewhat obscured likely secondary to fluid accumulation representing with seroma versus pseudomeningocele versus hematoma formation. However, it was noted that an underlying abscess could not be ruled out; there was a mild degree of central canal stenosis. On 01 oct 2008 the patient presented with radialward infection and edema. The patient also presented possible thrombosis and underwent bilateral lower extremity venous doppler which was negative. On 03 oct 2008 the patient was discharged from hospital. On (B)(6) 2008 presented mild distress; pain; numbness and tingling in the lower extremities; and give away weakness in his iliopsoas. The patient presented with difficulty transitioning from a seated position to standing. On (B)(6) 2008 the patient presented with back pain and underwent a 3 view lumbar spine x-ray which showed stable postoperative changes involving the lumbar spine. With lateral fusion from l4-s1. On (B)(6) 2008 the patient reported stepping out of a car, missing the curb and landing on the road. The patient presented in ER with debilitating, acute chronic low back pain with radiculopathy and was admitted into hospital. The patient complained of worsening pain radiating to the right side of lower back to the groin, traversing the entire lower abdomen and into the left hip and also radiating down the entire right lower extremity to the level of the foot. The patient also had significant pain in his s1 distribution; slight give away weakness right plantar dorsiflexion; and reported some urinary incontinence. There was some diffuse soft tissue edema with tenderness on the patients back. Lateral and coned down lateral view x-rays of the lumbar spine were taken which showed stable postoperative changes of the lumbar spine. A lumbar back CT was performed which demonstrated diffuse disc bulging at l2-l3 level along with a mild degree of central stenosis unchanged from the last study; laminectomy and fusion changes from l3-s1. No evidence of fracture or hardware failure¿. Obliteration of the epidural fat planes throughout the region of the laminectomy and fusion likely representing scar tissue from the previous surgery. Some resolution since previous study of the small amount of gas in the poster ior tissues. No new or enlarging fluid collections. ¿ on (B)(6) 2008 the patient presented with low back pain radiating down right lower extremity especially into the groin area and post-lumbar laminectomy syndrome. The patient underwent right l5-s1 and right l3-4 transforaminal epidural injections. On (B)(6) 2008 the patient presented with abdominal, back, and right groin pain and underwent a CT scan of the abdomen and pelvis which showed fluid collection in the subcutaneous tissue adjacent to the lumbar spinal surgical site which ¿might represent a postoperative seroma. Infection is not excluded based on this study. Otherwise unremarkable abdomen and pelvis.¿ on (B)(6) 2008 the patient presented pain and underwent a CT of the lumbar spine and myelogram. The results showed a relative myelographic block at l2-l3. ¿this results from moderate diffuse disk bulge, as well as severe ligamentum redundancy; soft tissue density posterior to the thecal sac at l4-l5, resulting in mild mass effect on the right posterolateral aspect...¿ on (B)(6) 2008 the patient was referred for psychological examination and pain management. The patient presented low back pain worsened by activity and that radiated to the right side of lower back and into the right groin; some garbled speech; poor sleep; and reported being unable to work since accident (2006). On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2009 the patient presented with back pain and underwent a 3 view lumbar spine x-ray which demonstrated post-operative changes of posterior lumbosacral spinal fixation and fusion, no evidence of fracture, dislocation or hardware failure. On (B)(6) 2009 the patient presented with severe low back pain; lower extremity radiculopathy; new left groin pain; difficulty standing, walking, bending, or performing normal daily routines due to pain; stiffness; and limited strength at the bilateral lower extremities. Also reported was urinary incontinence and new stool incontinence ¿ per the doctors report ¿this is not associated with any saddle paresthesia.¿ a MRI of the lumbar spine was referenced which showed ¿posterior lumbar interbody fusion l3-s1. Questionable adjacent disease at the level of l2-3 with significant ligamentous hypertrophy causing severe central canal stenosis and foraminal narrowing.¿ on (B)(6) 2009 the patient presented with low back pain and underwent a discogram and lumbar spine CT which demonstrated a ¿¿.modified dallas grade IV annular tear at l2-3; at l2-l3 diffuse disc bulge,ligamentum flavum hypertrophy and facet arthropathy together cause central canal stenosis; unremarkable post-operative changes of posterior fusion¿¿ on 05 may 2009 the patient presented with pain and high grade stenosis at l2-3 and underwent surgery which included decompression; bilateral redo of l3, l4, l5, and s1 laminectomy, medial facetectomy and foraminotomy; and also extension of previous fusion. Per the operative report ¿¿because the patient had high grade stenosis, as spinal fluid leak was encountered. This was encountered at l2-3¿once the closure was complete we could see there was no active csf leak¿.a left redo l3, l4, l5, and s1 laminectomy, medial facetectomy and foraminotomy was performed in which up angled curettes and kerrison punches were used in order to develop a plane of dissection between nerve root, bony osteophytes, and scar tissue. After this was completed we turned out attention to placement of interbody cages¿¿ 11mm cages were placed, filled with bone morphogenic protein as well as harvested autograft in order to allow for the interbody arthrodesis. We turned out attention at this point at l3-4, l4-5, and l5-s1, identifying the area where the previous interbody fusion had been performed. I just decorticated lateral to this area applying bone morphogenic protein and allograft in order to enhance the interbody arthrodesis at this level¿.¿ no patient complications were noted. On 18 may 2009 the patient was admitted to hospital and presented with back pain and post lumbar fusion. The patient reported low grade fever 99 to 100 degrees; numbness in legs; some vomiting; and new onset back pain since last surgery. The patient underwent a lumbar spine CT scan which demonstrated post-operative changes. Due to artifact from extension, detail was limited. ¿there are gas bubbles over the soft tissues just posterior to the thecal sac at the l-l3 level mostly secondary to the recent surgery but an early abscess cannot be absolutely excluded. There appears to be post-operative loss of fat planes with probable post-operative seroma but no significant hematoma is observed.¿ a lumbar spine three view x-ray was taken which showed ¿postoperative changes from l2 through s1. There is no evidence of acute fracture or hardware failure.¿ on (B)(6) 2009 in an infection disease consultation the patient presented with pain. A 12 point review of systems was obtained as was negative except for hematuria once since the operation. The patient was exquisitely tender around incision with induration on either side of incision. Per the doctor¿s notes: ¿¿differential diagnosis includes surgical site infection, muscle spasm, and uncontrolled post-surgical pain.¿ on (B)(6) 2009 the patient presented back pain and underwent a lumbar spine CT and myelogram which showed what appeared to be a¿¿small metallic fragment located anterior to the right s1 pedicle screw, likely from a prior spinal fusion¿. Also reported was ¿evidence of non-displaced fracture of the posterior aspect of the l2 superior endplate, unchanged since prior CT lumbar spine on (B)(6) 2009. This is likely a subacute, healing fracture; evidence of a fluid collection located posterior to the thecal sac from l2-5 with intervening small air bubbles, unchanged compared to prior exam; evidence of mild thecal sac narrowing with no evidence of central canal stenosis at l2-3; (and) stable post- operative lumbar spinal fusion hardware.¿ on (B)(6) 2009 the patient was discharged from hospital. On 02 june the patient presented with low back pain and underwent a lumbar spine CT which demonstrated ¿since the prior examination of (B)(6) 2009, there is decrease in the amount of air over the operative site posteriorly. The fractures involving the superior endplates of l2 and left transverse process of l2 are stable. There is no acute finding.¿ on (B)(6) 2009 the patient presented with pain and underwent a lumbar spine CT which demonstrated ¿postoperative lumbar laminectomy and fusion without major interval change, as compared to the study of (B)(6) 2009; fracture at the superior portion of the l2 vertebral body and left transverse process appear to be healing; simulator device now overlies the dorsal column; the are mild degenerative changes at the l1-l2 level with an element of stenosis suggested. On (B)(6) 2010 the patient presented with low back pain and underwent a lumbar spine CT which showed the following: ¿...there does appear to be relatively continuous osseous fusion extending from l2 though s1 bilaterally...¿ also reported was ¿¿continued healing of the fracture of the posterior margin of l2 and apparent complete healing of the previous left l2 transverse process fracture¿no new CT scan abnormalities¿¿ on (B)(6) 2011the patient presented with low back pain. A lumbar spine CT was conducted and compared to previous studies. The CT showed ¿¿ no osseous central canal stenosis, but there is a loss of normal fat planes and there is soft tissue demonstrated along posterior aspect of the surgical bed, which may be related to scar or seroma, making it difficult to evaluate for recurrent disc disease¿ (l2-s1).